Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The abutment was removed under a general anaesthetic and the skin was cauterised using silver nitrate. The implant remains in-situ. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on december 13, 2022.